Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a revascularization infarction heart surgery in dissection of the mammary artery procedure, device formed a crossed clip and released the artery, causing bleeding. It was made repairing with suture to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 11/29/2016. Batch # (B)(4). The analysis results found that the lx207 device was received with the handle coating damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. While no conclusion could be reached as to what may have caused the condition of the coating, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: you have stated on the complaint submission form that the event was a potential adverse event. Can you please clarify further detail of the event. To be with misaligned jaws, the clip formed itself in a crossed way, falling from the vessel causing bleeding, which was solved using suture prolene. How much blood loss was there (mls)? It was little bleeding there is no measure. Was a transfusion required? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.